Manufacturer narrative:
Retainer ring=black. Customer complained on 07/07/2021 the pump is under delivering and experiencing high bg. Complained has low battery life and no senor communication. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08840 inches. No under delivery anomalies noted during testing. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Unit successfully downloaded to thump and carelink. Confirmed 39.1 units of normal bolus was delivered on 07/07/2021 between 00:04:49.000 and 23:41:17.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing or in the pump trace download. The electronic assemblies, battery tube, battery cap and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. No low battery alert noted during testing or in the pump trace download. Confirmed the pump and test transmitter/sensor connected successfully. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering insulin because customer received new pump and nothing had changed but elevation in blood glucose level. Customer stated that they experienced a high blood glucose of 185 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode at the time of incident. Customer stated that they had gone through 6 batteries in 4 weeks. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.